Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, the exact cause of the lca stenosis post valve deployment cannot be confirmed. In addition to the procedure itself, patient factors (moderate native leaflet (lcc) calcification, lca height of 11.2mm, narrow sov, obliterated sinuses) likely contributed to the event. There was no allegation or indication that a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), prior to a transfemoral tavr procedure, the left coronary artery (lca) was protected as a precaution. A 23mm sapien 3 valve was deployed with nominal volume in a final 80:20 aortic/ventricular (a/v) as intended. Post valve deployment, it was noted that the valve frame on the left coronary cusp (lcc) side was ¿curved¿. Angiography showed that calcification on the lcc came up to immediately below the lca ostium and there was no space in the lcc sinus of valsalva (sov). Intravascular ultrasound (ivus) revealed that the lca was ¿slightly¿ stenosed, but not occluded, by the lcc calcification. A stent was placed in the lca. Ivus showed release of the stenosis. The procedure was completed. The native annular diameter measured 20.8mm by CT with a valve area of 344mm2. Moderate native leaflet (lcc) calcification and no aortic root calcification was reported. The narrow sov measured 27.0mm. Lca height measured 11.2mm.